Event description:
Six minutes into the procedure, blood was noted to have leaked from the bottom of the unit. The unit was changed out and the procedure was completed. No patient injury or further complications occurred. Patient is reported to be in good condition.